Event description:
It was reported that the implantable cardiac monitor (icm) was having sensing issues after implant. The icm was explanted and replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).